Event description:
(B)(6) girl had symptoms of gastroesophageal reflux underwent endoscopy in order to place with the bravo capsule. On initial attempt, the capsule failed to detach from the deployment device. The doctor, (B)(6), at (B)(6) hospital in (B)(6), broke the handle in an attempt to get the capsule to detach but this failed. He proceeded to use gentle traction and this succeeded in releasing the capsule. At subsequent endoscopy, there no signs of trauma or bleeding. A second bravo capsule was then deployed successfully and the pt was sent home. Several hours later, the child had fever and was found to have evidence of esophageal perforation upon examination in the emergency room. She underwent surgery with repair of an esophageal tear. The pt required an extensive hospital stay at least ten days - after surgery. The doctor no longer has the initial bravo device which was used.